Event description:
It was reported that the patient had an MRI of the neck and above 2 months ago. The patient's therapy/stimulation felt different after the MRI. No falls or trauma were reported. The reporter was having a follow-up with the surgeon and the 8840 would not communicate with the implantable neurostimulator (ins). The reporter tried to use the 8840 again and it worked and read the ins while on the phone. The reporter had questions regarding if tech services had heard of the leads being compromised following an MRI. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician; product ID: 3889-28, lot # va00a5s, implanted: (B)(6) 2012; product type: lead. Product ID: 3037, serial # (B)(4), product type: programmer, patient (B)(4).